Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Levels implanted: t2-iliac crest pre-op diagnosis. Broken screw and rods procedure: remove broken screw (tulip head only) and replace broken rods it was reported that on an unknown date, post-op, the patient underwent a surgery for removal of a broken screw. The screw was removed partially.

Manufacturer narrative:
Product analysis: visual examination of the mas bone screw confirmed bone screw complete fracture near the base of the bone screw head. Optical examination did not identify material defect near the area of fracture origin, which could contribute to crack propagation. Optical examination of the fracture surface noted significant fracture surface damage and smearing. Microscopic examination of the undamaged portions of the fracture surface identified a fairly flat fracture surface and gently curving convex striations through the cross-sectional area of the implant, which are indicative of cyclic fatigue until subsequent mechanical failure of the implant. After visual and microscopic examination, no evidence was found that would suggest a defect in manufacturing or processing of the implant components. The above observations are consistent with cyclic fatigue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.